Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as patient made a mistake during therapy. The patient was not hospitalized for the peritonitis. The patient was treated with fortum injection (1 gram, once a day, route not reported), vancomycin injection (1 gram, once a day for 5 days, route not reported) and heparin injection (5000 i.u [international units], 1milliter/exchange, route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the event. It is unknown if the patient was retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.